Event description:
Lantus opticlik - digital dose pen device / lot #n003 bd ultra-fine iii short pen needles / lot #6004135. Approximately six months ago I was having a problem with the opticlik device and the delivery of lantus insulin as prescribed by my endo. The pen device kept jamming and would not make proper delivery. I contacted opticlik and they sent me a new pen which was the same model that I was currently having problems with. I was also told by the opticlik representative that I could always just have the device deliver some of my dose out before I inject the needle to make sure it will deliver correctly or use a syringe and not use the device at all. On the above date I set the opticlik up with a bd pen needle ready for injection of lantus insulin. When injected the insulin leaked onto me and I have no idea how much insulin I did receive. Thinking that the needle might not be secured onto the device, I unscrewed the needle and then rescrewed it onto the device. I again injected my desired dose, but again found the insulin had leaked onto me. I have no idea how much insulin I received by injection and how much leaked onto me. I contacted opticlik and told them what happened. The representative said that it could not be their device and that it must be from the needles, and to contact bd. If I continue to have problems I could call back. I then called bd and they said they will send a mailer out so I can send some of the pen needles back to them for examination. I have been having problems with the opticlik device jamming and not delivering the desired dose with with the first pen device and the replacement. My doctor says they are making a new unit that has corrected the jamming problems, but opticlik will only exchange my defective device with the same unit, not the upgraded unit that works. Are these companies allowed to sell defective units to customers and then find out they have defects but refuse to exchange the defective units for the new corrected units? They are playing with my life.